Event description:
A us distributor contacted zoll to report that a patient developed an open wound under the lifevest equipment. Patient described the area as a wound under the right breast area. There was no alleged device malfunction contributing to the wound. The patient¿s physician advised placing a bandage over the area. Follow up indicated that the wound improved.